Manufacturer narrative:
Any association between the liberty cycler or any fresenius products and the event of hospitalization related to infection, possible peritonitis cannot be determined based on the lack of information provided. Additional information related to the patient's history, comorbidities, the adverse events and hospitalization, the actual course of hospitalization, medical and treatment interventions is needed to determine potential causality. Further information has been solicited. The source of infection and subsequent treatment as well as hospital course, and length of stay in the hospital is unknown. The patient was discharged (date of discharge and destination unknown).

Event description:
Source documents in the complaint file were reviewed. On (B)(6) 2017, it was reported that this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy (unknown start date of pd therapy) was hospitalized for an infection on an unknown date, peritoneal dialysis registered nurse (pdrn) would not provide additional information. On (B)(6) 2017 during a service call from patient contact it was revealed this patient was experiencing drain complications and had not performed ccpd treatment in 2 days (since (B)(6) 2017) and stated the patient was recently released from the hospital. On (B)(6) 2017 during a follow up call to the pdrn who stated the patient is currently not performing ccpd therapy due to an infection (not identified) pdrn would not discuss further details regarding the hospitalization. At some point patient¿s peritoneal dialysis (pd) catheter was removed and the patient was transitioned to hemodialysis (hd) as he no longer had pd access. The source of infection and subsequent treatment and hospital course is unknown. The patient was discharged (date of discharge and destination unknown) and pdrn stated patient is presently on in center hemodialysis.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a supplemental report may be submitted upon receiving additional information. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
During a technical support call on (B)(6) 2017 it was reported by the patient's wife that the patient was released from the hospital and had not performed treatment in two days. Upon follow up patient's peritoneal dialysis (pd) nurse reported the patient will not be performing peritoneal dialysis for a while due to an infection. The patient had been hospitalized and later had the pd catheter removed and had transitioned to hemodialysis. The specific dates were not made available. Additional information has been solicited but not made available.